Event description:
It was reported that during a supply change with a teflon infusion set and cartridge, the ilet user navigated to ¿press and hold¿ without performing a rewind and had already disconnected from the body, leading to an incomplete change with an empty cartridge; the agent guided the user through the correct steps and insulin delivery resumed, with a recorded blood glucose of 173 mg/dl. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to performing the procedure incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.